Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an aortic dissection was reported. The cause of the dissection is unknown. No treatment was reported. Nineteen days following the valve implant, the valve was explanted and a medtronic surgical tissue valve was implanted for an unknown reason. No additional adverse patient effects were reported.